Manufacturer narrative:
Analysis confirmed gear train anomalies of corrosion and/or wear and/or lubrication and a stall due to shaft-bearing. Conclusion code is no longer applicable.

Event description:
A health care professional later reported prophylactic removal of the pump to avoid in-vivo battery depletion. The pump was replaced on (B)(6) 2015 and the patient recovered without sequela. The pump was returned to the manufacturer.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a physician, consumer, and company representative regarding a patient receiving intrathecal baclofen (concentration 2000mcg/ml; dose 997.1mcg/day in flex mode) via an implantable infusion pump. Patient history included intractable spasticity and cerebral palsy. Multiple pump motor stalls and recoveries occurred. The patient's mother noticed the pump alarming on (B)(6) 2015. The home health care nurse came to the house and read the pump and found that the pump was stalled. The managing physician instructed the patient to go to the emergency room (ER). The patient presented with sudden symptoms of sweating, increased tone, agitation, and behavior changes. When the pump recovered, it was put in stopped pump mode. Per the pump logs, a pump motor stall occurred (B)(6) 2015 at 01:48 and recovered at 09:07; pump motor stall occurred (B)(6) 2015 at 12:17 with recovery at 18:20; pump motor stall occurred (B)(6) 2015 at 12:16 with recovery at 18:39. The pump was then programmed to stopped pump mode. The cause of the motor stalls was unknown and they were only identified by the audible alarm. The patient was admitted to the hospital and showed some improvement with oral baclofen. The pump was explanted and replaced on (B)(6) 2015. Patient status at the time of the report was alive with no injury. Additional information has been requested, but was not available as of the date of this report. (B)(6) 2015 lfc (hcp): additional information was received from the physician's office indicating that the type of baclofen being ad ministered via the patient's pump was lioresal intrathecal (2000 mcg/ml). The lot number was not known and the most recent start date of the lioresal was (B)(6) 2015 and was ongoing. The patient's diagnosis for intrathecal pump use was spasticity and cerebral palsy. In relation to the pump motor stall, the patient had heard the critical alarm on (B)(6) 2015 at 1:10 pm. The patient's tone increased and the visiting nurse arrived to read the pump logs. Pump motor stalls were seen on (B)(6) 2015 for 6 hours, on (B)(6) 2015 for 7 hours, and (B)(6) 2015 where the pump was still stalled for three hours. The pump was replaced on (B)(6) 2015, and the patient was discharged on (B)(6) 2015. The patient was doing well post op, and as a standard procedure, the pump was going to be returned to the manufacturer. No cause of the motor stalls had been determined. The physician's office had also provided a list of the patient's allergies and current medications. The patient was allergic to latex (natural rubber), avocado, banana, codeinesulfate, dolasetron, kiwi, morphine, other allergen, peanut, phenergan, pineapple, and promethazine. The patient's list of medications were as follows: acetaminophen (tylenol) 160 mg/5ml suspension, alpha-d-galactosidase (beano oral), amlodipine (norvasc) 5 mg tablet, baclofen lioresal (10 mg tablet), budesonide (pulmicort respules) 1 mg/2ml neb solution, calcium carbonate 250 mg/ml suspension, cetirizine (zyrtec) 10 mg capsule, cholecalciferol (vitamin d3) 1,000 unit tablet, diazepam (diastat acudical) 5-7.5-10 mg rectal kit, diazepam (valium) 5 mg/6 ml solution, eletriptan (relpax) 20 mg tablet, enemeez plus, epinephrine (epipen) 0.3 mg/0.3 ml (1:1000) injection, excedrin aspirin free equal to acetaminophen 500 mg/caffine 65 mg, ferrous sulfate 220 mg (44 mg iron)/5 ml solution, fluticasone (cultivate) 0.05% cream, formoterol (perforomist) 20 mgc/2 ml neb solution, gastrostomy tube 18 fr kit, hydrocortisone (cortef) 5 mg tablet, hydrocortisone and succinate (solu-cortef) 100 mg injection, insulin (metamucil clear-natural (inul)) 5 g/5.8 g powder, iansoprazole (prevacid solutab) 30 mg disintegrating tablet, levalbuterol (xopenex) 1.25 mg/3 ml neb solution, levetiracetam (keppra) 100 mg/ml solution, liquid multivitamin, mag hydrox/al hydrox/simeth (alum-mag hydroxide simeth oral), methadone (dolophine) 1 mg/ml solution, mometasone (nasonex) 50 mcg/actuation nasal spray, montelukast (singulair) 5 mg chewable tablet, naproxen (naprosyn) 250 mg tablet, pimecrolimus (elidel) 1% creat, polyethylene glycol 3350 (miralax) 17 g/dose powder, pyridoxine (vitamin b6) 50 mg tablet, saccharomyces boulardi (floraster), senna 8.6 mg tablet, simethicone (infant&#38112;mylicon) 40 mg/0.6 ml oral drops, sodium chloride 0.9% solution for nebulization, sodium phosphates (fleet enema) 19-7 g/118 ml enema, trazodone (desyrel) 50 mg tablet. The patient had a problem list (history) of the following: asthma, adrenal insufficiency, microcephaly, migraines, history of stroke, hip dislocation (right), complex regional pain syndrome of lower extremity, constipation, chronic respiratory failure, neuromuscular scoliosis, gerd (gastroesophageal reflux disease), cerebral palsy (spastic and quadriplegic), localized-related (focal) (partial) epilepsy and epileptic syndromes with complex partial seizures with intractable epilepsy, sleep-related hypoventilation due to chest wall disorder, ventilator dependent, ileus, and right hip pain. It was also reported that the patient was seen on (B)(6) 2015 by the physician for a pump refill. The patient experienced gastrointestinal dysmotility, dyspepsia, bloating, and gerd. The patient's pump was refilled on (B)(6) 2015 and the patient experienced hip pain (chronic, unspecified, and laterally). The doctor had been called on (B)(6) 2015 due to spasticity (no other details provided). The patient's pump was also refilled on (B)(6) 2015, and the patient experienced hip pain (chronic, unspecified, and laterally). Additionally noted was a progress note from (B)(6) 2014 indicating that the patient was already being treated for low iron with a supplement of iron.

Manufacturer narrative:
Conclusion code no longer applies.